Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized for a few days due to a hematoma at the lead site. In turn, the patient underwent surgical intervention on (B)(6) 2018 to remove the hematoma. The patient will remain at a skilled nurse facility in the meantime.